Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that customer experienced a blood glucose (bg) level of 65 mg/dl and loss of consciousness. Reportedly, customer reused the cartridge beyond labeling. Paramedics administered glucose paste and transported customer to emergency room. Customer was subsequently admitted to hospital and treated with intravenous fluids of saline and was released to a rehabilitation facility on (B)(6) 2022. Customer was discharged from rehabilitation facility on (B)(6) 2022. Tandem technical support educated the customer regarding off label use of cartridges, customer acknowledged.